Event description:
It was reported that the iab was inserted during surgery. Shortly after the patient arrived, in the ccu, blood was observed in the helium tubing and the iabp experienced helium loss alarms. The iab was removed. A re-insertion was not required. There were no reported patient complications.

Event description:
The iab was inserted during surgery. Shortly after the patient arrived in the ccu, blood was observed in the helium tubing and the iabp experienced helium loss alarms. Teh iab was removed. A re-insertion was not required. There were no reported patient complications.